Event description:
Additional information from the patient reported they don't feel stimulation all the time. During the report, the sync button was used to very stimulation was on the correct setting. The patient verified they are getting 50% greater improvement of symptoms. Since implant, their urgency has been better, but they still have to wear a shield in their underwear for leakage. The patient confirmed that the leakage is still 50% better than it was before, it is just still present. There was no indication of a sudden occurrence. The patient asked compatibility questions regarding MRI, hot tub, and future surgery, but the were unrelated to the device or therapy.

Event description:
The patient reported no symptom relief. There were no trauma or falls related to the reported issue. It was stated that since implant, they couldn't even make it to the bathroom, and now they were up to 2.0 and it was still not helping. The patient called their doctor, and they thought the patient could have a virus or infection. Their spouse looked at the incision, but it didn't look infected. It was just red, but they didn't think it was healed completely, and it felt swollen. The patient indicated they were having really loose bowel movement like it was almost pee coming out the back and that's why they thought they might have an infection. The patient stated they would increase stimulation to 2.5 for a few days to see if it would help the symptoms. Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.